Manufacturer narrative:
The troponin t gen. 5 stat reagent lot number and expiration date were not provided. The qc recovery data provided was acceptable. It was found that the customer centrifuges samples for 3 minutes at 4500 rpm, which may be too short and too fast. The field service engineer (fse) replaced the measuring cell and performed performance checks successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys troponin t gen. 5 stat on a cobas e 411 analyzer (rack system). The first patient sample initially resulted in a troponin t value of 31.72 ng/l. The result was questioned, so the sample was repeated twice, resulting in troponin t values of 7.36 ng/l and 7.78 ng/l. The 7.78 ng/l value was deemed correct and a corrected report was issued. An aliquot of the second patient sample initially resulted in a troponin t value of 425.3 ng/l. Due to the abnormally high result, the primary tube of the sample was then repeated, resulting in a value of 79.33 ng/l. The aliquot was also repeated, resulting in a value of 80.47 ng/l. The 79.33 ng/l value was deemed correct. No questionable results were reported outside of the laboratory for this sample.

Manufacturer narrative:
The investigation is ongoing.